Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices: unk cup, unk stem. Complaint sample was evaluated and the reported event was confirmed. Femoral head was in-vivo for 6 years. Black foreign matter can be observed on the head taper. Sem images conforms the presence of black foreign matter inside the head taper. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patients hip arthroplasty was revised due to pain and loosening. Black foreign matter was found in the femoral head after explanting.

Event description:
It was reported that the patients hip arthroplasty was revised due to loosening and black foreign matter was found in the femoral head after explanting.